Event description:
A coronary stent with delivery sys was successfully advanced to an unk target lesion site in the pt's anatomy. Upon the initial inflation attempt, the balloon ruptured at 3 atmospheres of pressure. In response, the sds was withdrawn without complications and another balloon catheter was utilized to successfully expand and deploy the stent. There were no add'l complications reported relative to this event.